Manufacturer narrative:
This report is to correct section h1 to reflect the accurate severity of the event. The last supplemental report was reflected incorrectly as a malfunction instead of a serious injury. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The product was returned on 2024-08-01 and the investigation was completed on 2024-09-11. A visual inspection and a functionality test of the device was performed and the error described by the customer could not be confirmed. The endoscope is in good condition only minor scratches were found due to user error and wear and without any impact of the functionality. These minor damages are not the cause of the image failure. No distal lens damage, the image is in good condition, even after 30 minutes burn-in test. Possible root causes for the picture failure can be assumed in the picture chain, e.g. A loose contact of a cable or an incorrectly inserted plug. If a defect in another piece of equipment used in the picture chain, e.g. Tele pack or monitor had occurred, the fault would still occur at the customer's premises and would have been noticed by the customer. The most probable cause which can lead to a picture failure would be image interruption/changes caused by use of hf surgical equipment. However, the IFU states that a functionality check must be carried out before each use and a check for clear view and steerability. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the examination failed completion of the medical procedure due to faulty non clear vision from the camera lens was reported. No harm to patient, user or third reported. There is no information whether the surgery needed to be postponed or changed, a different device was used, and which medical intervention was necessary. Therefore, as a precaution, the case is deemed reportable.